Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has not received the instrument for failure analysis investigations. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Review of the provided image was performed by an isi regulatory post market surveillance (rpms) analyst. The image of the permanent cautery hook was consistent with the alleged issue of an observed fragment. An isi advanced failure analysis engineer reviewed the images and noted that the fragment may be the yaw pivot pin which is molded onto the monopolar yaw pulley and inserts into to the distal clevis.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the physician applied the permanent cautery hook instrument coagulation, but it did not work. The physician raised and lowered the power and effect, changed the bipolar cable, but nothing worked. The physician also saw a little piece of the instrument. The fragment was retrieved from the patient. A backup instrument of the same kind was used to complete the procedure. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: a fragment fell inside patient anatomy and it was retrieved during the same procedure. The instruments were inspected prior to use as usual.

Manufacturer narrative:
The permanent cautery hook has been returned and evaluated by the failure analysis team. The instrument was found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional observation(s) not reported by site: the instrument was found to have a broken monopolar yaw pulley molded pivot pin. Broken piece is missing because of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.